Event description:
The reporter stated that a part of the product breaks off at the point where the customer tightens the syringe down at the base of the female luer. The customer stated that they are not "torquing" down any harder than before and this has occurred more than six times. Further info was not available.